Event description:
It was reported that a patient alert was triggered and the right atrial lead was found to have high impedance and oversensing. Additionally, the right ventricular lead had high thresholds. The leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) - the full lead was returned, analyzed, and no anomalies were found. It was also noted that the proximal conductor had blood/body fluid (not obstructed), the outer insulation had cosmetic environmental stress cracking (esc), the outer insulation was breached cut, ther outer insulation had a cosmetic depression, there was blood in/on the helix mechanism, there was tissue on the helix, and there was apparent explant damage. Performance data collected from the device was analyzed. High resistance/impedance was noted as one patient alert for out of tolerance subthreshold lead impedance occurred on (B)(4) 2011 02:15:02. The weekly pace lead impedance trend data show various spike increases for max a pace from 544 to 4176 ohms range between (B)(4) 2011 and (B)(4) 2012. (B)(4) - the full lead was returned, analyzed, and no anomalies were found. It was also noted that the defibrillator conductor was distorted, there was blood/body fluid on the outer tubing overlay, the outer tubing overlay had cosmetic esc, the outer tubing overlay was breached cut, the outer insulation had a cosmetic depression, there was blood in/on the helix mechanism and sleevehead, and there was apparent explant damage. The analyst also noted that the lead was destructively analyzed to attempt to find any anomalies related to the complaint. Nothing was observed in the lead that could be associated with the electrical complaints.